Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the pump emitted two call service alarms associated with incorrect date and time settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2014 with the following findings: a review of the pump black box data revealed two cs 127 call service alarms; however, no time and date issues were found. During testing, the pump was powered on and immediately emitted a cs 127 call service alarm that could not be cleared. The time/date settings issue could not be adequately investigated due to the alarm. Further testing revealed a voltage below specifications due to a faulty c38 component on the printed circuit board. The component was removed, and the voltage returned within specifications. The pump then powered on and was exercised with no further alarms.